Event description:
This device is at eri indication and was explanted. High thresholds were not on the associated lv lead, which was also removed. Both products were replaced with completive devices. The hospital has retained this device and no additional information is available. Should additional information become available, this event will be updated.